Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was returned and manufacturer could not confirm customer complaint. Unit scrapped due to age. There was no report of patient harm or injury.

Manufacturer narrative:
A dreamstation auto CPAP device was returned to a third party service center for evaluation. During the evaluation of the device, the device has no visualization of foam particles. There was no report of patient harm or injury. There was no report of medical intervention. The device was routed to scrap. There was no patient harm or injury associated with this notification and no increased risk to the intended user. This device meets ul and iec requirements for flammability. Based on the information available, no MDR will be filed.